Event description:
This AED is part of a recall population for fca 10-04, upon the completion of the investigation, it was found to have a faulty component associated with the recall. (B)(4).

Manufacturer narrative:
The 510 (k) is the initial fr2 clearance. Method: device internal memory was reviewed.